Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue was confirmed during the evaluation of the returned segment from the heartmate ii lvas. The submitted log files showed 18 driveline fault alarms from 11jul2019 at 9:32:13pm through 12jul2019 at 8:32:54am. The captured events occurred while operating on both the power module and battery power. Additionally, analysis of the submitted log files confirmed intermittent elevations of pump power and estimated flow; however, a specific cause could not be determined through this evaluation. The pump operated above the low speed limit for the duration of the log files. An onsite driveline repair was performed on 15jul2019 by abbott personnel. The driveline was severed approximately 19" from the controller connector and the distal portion was replaced with no issues. The approximately 19" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed damage to the silicone jacket approximately 4¿, 7¿ and 10¿ from the controller connector. There was no visible damage to the bionate; however, there was kinking of the bionate approx. 3¿, 9¿, and 11¿ from the controller connector. Visual inspection revealed some breakdown of the braided shield at the approximate locations of the kinking. Electrical continuity testing revealed a short in the green wire. Visual inspection of the driveline revealed a break in the green wire approx. 9¿ from the controller connector. Additionally, a breach in the insulation of the yellow wire was revealed at the same location (approx. 9¿ from controller connector). The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The break in the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The separations in the green wire would have caused the driveline fault alarms observed in the submitted log file. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with a drive line fault alarm. Drive line is worn with the outer layer torn. Log file analysis captured persistent drive line faults starting on (B)(6) 2019 and continued for the remainder of the log file. The current controller is v7.23 software version. It is recommended to change the patient's controller to v7.29 controller. The second log file analysis reported that the drive line fault events are authentic. X-ray images of the drive line were requested. It was reported that tech services were onsite on (B)(4) 2019 for a drive line repair. Most of the external portion of the drive line was replaced due to damage seen mostly on the distal end. There is space for another repair if necessary but will need to cut into the exposed velour. The patient did not have any further drive line fault events post repair.